Manufacturer narrative:
K160229 - 510 k#. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
During use in the lung, station 7 above carina, approximately 1.5 cm of the needle broke off. The needle portion was able to be removed with biopsy forceps. Three biopsies were obtained prior to this occurrence. There was no harm to the patient and the patient outcome was good. Did any unintended section of the device remain inside the patient¿s body? No. Was the patient hospitalized or was there prolonged hospitalization? No. Did the patient require any additional procedures due to this occurrence? Yes. Did the product cause or contribute to the need for additional procedures? Yes; biopsy forceps were used to remove device portion. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? Na. Information received during initial call: ar 11aug2020. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Na. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc). How many samples were obtained with this needle? Three. Did any section of the device detach inside the patient? Yes, device portion broke off. If device is a procore needle, is the kink located distally at the notch / core trap? Na.

Event description:
This is a final report. The investigation was completed on (B)(6) 2020 and the results and conclusions are outlined in section h of this report. During use in the lung, station 7 above carina, approximately 1.5 cm of the needle broke off. The needle portion was able to be removed with biopsy forceps. Three biopsies were obtained prior to this occurrence. There was no harm to the patient and the patient outcome was good. Did any unintended section of the device remain inside the patient¿s body? No. Was the patient hospitalized or was there prolonged hospitalization? No. Did the patient require any additional procedures due to this occurrence? Yes. Did the product cause or contribute to the need for additional procedures? Yes; biopsy forceps were used to remove device portion. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? Na. Information received during initial call: ar (B)(6) 2020. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Na. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc). How many samples were obtained with this needle? Three. Did any section of the device detach inside the patient? Yes, device portion broke off. If device is a procore needle, is the kink located distally at the notch / core trap? Na.

Manufacturer narrative:
K160229 - 510 k#. Device evaluation: complaint device was not returned therefore a document based review will be performed. It had been indicated that the complaint device was going to be returned but to date this has not happened. If the device is returned in the future then the file will be updated accordingly. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-22-ebus-p of lot number c1730054 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1730054. The notes section of the instructions for use, ifu0060-4, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0060-4). Root cause review: a definitive root cause could not be determined from the available information. As there was no additional information shared a possible root cause is difficult to determine but could be attributed to hard lesion in parts leading to eventual needle break on the fourth sample or needle damaged during use leading to break on puncture. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The needle portion was able to be removed with biopsy forceps. Complaints of this nature will continue to be monitored for potential emerging trends.